Event description:
It was reported that the patient had been hospitalized at hospital oost-limburg due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) displayed "high" (500 mg/dl) on the controller, with a confirmed bg level of 590 mg/dl following a blood test performed at the hospital. Symptoms began around midnight on the same day, when the patient awoke experiencing repeated episodes of vomiting, as well as severe weakness and nausea. The patient was too weak to stand. Despite having a scheduled appointment with their diabetes healthcare provider at 9:00 am that morning, the patient called to cancel the appointment at 8:00 am due to her condition. Upon reporting her symptoms, she was instructed to come to the hospital by ambulance and was admitted upon arrival. The pod was removed at the hospital and the patient received intravenous insulin to reduce blood glucose levels. The was patient was hospitalized for four days before being discharged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.